Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 3. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.